Event description:
It was reported to philips that intermittently the system c-arm propellor movement cannot rotate. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that system c-arm propellor movement was not able to rotate. Review of the system log file showed that pos validity error after spike filter. To resolve this issue, fse replaced potentiometer. The defective potentiometer was returned to philips for analysis. The analysis of the failure indicated that the cable exhibited visible damage, and the potentiometer's shaft was unable to rotate freely due to an obstruction; the specific cause of the failure remains undetermined. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.